Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the u1003 (pld) +1.8 line was shorted. The cause of the inability to power on is the shorted pld line. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.

Event description:
Additional information 03/07/2018: on 03/07/2018 zoll learned that this monitor was involved in a treatment event. Updating supplemental MDR to include treatment event details and the electrode belt evaluation. A us distributor contacted zoll to report that a patient experienced a defibrillation event on (B)(6) 2018 that consisted of four shocks. The patient was at home and was reportedly conscious at the time of the treatment event. The patient was in vt at 190 bpm prior to the first treatment. The arrhythmia auto-converted and the first treatment was delivered while the patient was in sinus rhythm at 90 bpm. The post-shock rhythm was sinus rhythm at 90 bpm. Arrhythmia auto-conversion contributed to the inappropriate treatment event. The patient's rhythm then transitioned to vt at 180 bpm and the patient received three treatments while in vt. Following the last shock, the patient remained in vt at 180 bpm. The patient's rhythm briefly auto-converted on two occasions, but the patient remained in vt at 180 bpm until the device was deactivated. Due to a loss of flag and ECG data, it is unknown whether the response buttons were being pressed during the event. Following the treatment event, the patient was taken to the ER for evaluation and discontinued wearing the lifevest. There was no serious injury or death associated with the treatment event. A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. During the equipment exchange in the field, the distributor representative reported that the monitor sn (B)(4) was unable to power on. The monitor was returned to zoll manufacturing corporation for evaluation. The reported problem (will not power on) was confirmed. Upon evaluation, the u1003 (pld) +1.8 line was shorted. The cause of the inability to power on is the shorted pld line. The root cause of the shorted line cannot be positively identified. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. As received, the electrode belt failed a therapy electrode recognition test. The cause of the failure was isolated to an open pulse wire in the trunk cable. The root cause of the open wire was excessive force. See car 1348. There is no indication that the device malfunctions caused or contributed to the treatment event. Review of the continuous ECG taken from the monitor confirms that the device was able to detect and deliver a treatment during use in the field. The device was functional until the device was deactivated. Device manufacture date: monitor: 11/20/2017, belt: 1/11/2013. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction that caused or contributed to the treatment. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, and continuous ECG recording. The primary cause of the inappropriate shock was lack of response button use and auto-termination of the arrhythmia, according to analysis of the continuous ECG by trained ECG technicians. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.